Event description:
It was reported that a tritanium pl cage fractured during implantation. There was no adverse consequence to the patient. The broken component remains in the patient and the procedure was completed successfully following a 10-minute delay. Revision surgery will not be performed.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records were reviewed for this lot, no relevant manufacturing issues were identified. Complaint history record's were reviewed for this lot, 1 similar complaint was identified. It was reported that the implant was not inserted at difficult angle, excess in-line force was applied on the cage, higher than normal impaction force was applied to the inserter, difficulty with impaction/insertion of the cage was experienced. Trialing was performed using 2mm undersized from implant. Patient did not have a particularly tight disc space. Disc was prepared using pituitary, kerrison, curettes, shaver use. Dbm bone graft was placed in the cage. Graft was loaded by hand, impaction was not applied. Patient had normal bone quality. Since the device was not returned, an exact cause of the reported event could not be determined. Excess insertion force may have contributed to the event.

Manufacturer narrative:
Remains implanted.

Event description:
It was reported that a tritanium pl cage fractured during implantation. There was no adverse consequence to the patient. The broken component remains in the patient and the procedure was completed successfully following a 10-minute delay.